Event description:
It was reported that there was an invalid syringe size all the time. Syringe plunger doesn't go down to normal position (always stays too high). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual inspection found the device was in good condition. During functional testing, the reported problem was duplicated. The device was turned on and a 60 ml syringe was loaded; the syringe was not recognized. The barrel clamp head is not going down all the way. The barrel clamp spring was also out of place. The root cause of the reported issue was found to be the tapered spring was over the barrel clamp rod collar. Properly installed the barrel seal and spring to correct the problem.